Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the drill bit broke off during surgery. Surgeon removed the broken drill bit and used an alternate one.

Manufacturer narrative:
Modular flexdrill bit was returned for review. The drill bit returned is fractured in two, and shows signs of use. This drill bit has a potential field age of approximately 7 months based on manufacturing date. The dimensions were found conforming to print specifications where measured. Rockwell hardness testing was performed and results were found to be conforming to print specifications. The frequency of use of this instrument is unknown. Fractography was performed using a scanning electron microscope (sem), and it was determined that the drill bit exhibited a quasi-cleavage fracture mode. The presence of cleavage planes and ductile mounds along the fracture surface were noted. As noted the fracture surface was free of any obvious inclusions, and did not show characteristics of a fatigue fracture. It was therefore determined that the drill bit fractured due to overload. Two crack initiation sites were suspected from optical macrographs, ending in a single exit site. Electron dispersion spectroscopy (eds) semi-quantitative elemental analysis did not reveal any deviations in chemical composition for the material specifications of this drill bit. Receiving inspection reports were reviewed and identified no deviations or anomalies in the manufacturing process. The reported device is used for treatment. Complaint history search revealed no additional complaints for the part and lot combination. Based on sem fractography results drill bit fracture was determined to be from overloading, however with the information provided a specific cause for the overload fracture could not be determined with certainty.